Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the failure. The customer was provided with a replacement device under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control completed the device evaluation and verified the reported failure. It was observed that the internal hlc batteries were depleted and the device would not turn on. After extensive testing in the failure analysis center, the cause of the reported power failure could not be determined. The customer received a replacement device.

Event description:
It was reported that the device has the service wrench, charge-pak and attention icons illuminated. Therefore, the device could not provide defibrillation therapy. There was no patient associated with the reported event.